Event description:
It was reported that the customer over bolused and had a low blood glucose level (20 mg/dl). Paramedics treated her by intravenous insulin drip.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.